Manufacturer narrative:
No product was returned for evaluation. The report of elevations in pump power and estimated flow were confirmed based on the evaluation of the submitted system controller log file. The log file which contained data spanning from (B)(6) 2017 captured numerous elevations in pump power and calculated flow until (B)(6) 2017 at 18:46 where the pump power and flow returned to normal. A specific cause for the changes in pump parameters could not be conclusively determined. The patient remains ongoing on vad support with no further reported issues. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s lvad system had intermittent power elevations. The patient was asymptomatic. The patient¿s warfarin dose was increased the night of (B)(6) 2017, and therapeutic inr was pending. The patient¿s partial thromboplastin time (ptts) was therapeutic on IV heparin. The submitted log file was reviewed by a representative of the manufacturer's technical services team and confirmed the pump power elevations on (B)(6) 2017. The power had since returned to the baseline range. The morning of (B)(6) 2017, the lvad system pump powers and estimated flows elevated. The patient was ambulating without difficulty and denied shortness of breath at rest, orthopnea or dyspnea on exertion. The patient did not have dizziness, dark urine or melena. It was reported that the elevated pump readings resolved on an unspecified date. No additional information was provided.